Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons squishy and non responsive and scratched screen making it difficult to read. The customer's blood glucose level was unknown. The customer also reported battery life diminished, unexplained no delivery alarms and loud grinding noise when priming. The device will not be returned for analysis.